Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing. During the revision procedure, when the rv lead was disconnected from the device and the rv port was open with the device out of the pocket sitting on the patient, pacing inhibition was noted when the physician touched the can. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.